Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. Without the device returned for analysis the irregular feel during step 2 could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique via a small-bore sheath hole prior to an electrophysiology (ep) procedure. Reportedly, upon retracting the plunger, no bit of suture was connected to either needle. Physician stated when performing step 2, the plunger did not feel stable. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.